Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4).

Event description:
The consumer stated that he was using his arm & hammer spinbrush pro clean toothbrush for the third time and the head came off the toothbrush while spinning and chipped a bottom tooth. He also stated that he lives in (B)(6).